Manufacturer narrative:
(B)(4). Date sent: 7/5/2017. Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved?

Event description:
It was reported that during an ileocecal resection, the firing knob broke off at the fourth firing of feea. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.